Manufacturer narrative:
As per customer it is unknown if high bg's were related to cartridge issue or him switching insulin.

Event description:
Rec'd info stating patient had experienced high bg's. No patient harm reported.